Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that gas supply test failed. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on information collected to date, no solution or information about faulty part have been provided. The available information include customer allegation. The complaint was decided to be reported based on available information (no logs or no information about faulty part), as the initial description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The correction of field #g3 date received by manufacturer was required. This is based on the internal evaluation. #g3 date received by manufacturer: previous date received by manufacturer: 05/12/2022. Corrected date received by manufacturer: 12/05/2022.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that gas supply test failed. The device did not failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on information collected to date, the issue has been caused by malfunctioning non-getinge flowmeter connected to the o2 hose. After replacement of this part the issue has been solved. According to user's manual for servo-u ver.4.4 rev.0.3 the user is obligated to ensure that the oxygen source is compatible with the rated range of pressure, flow rate and oxygen concentration as marked on the ventilator system. Based on that the root cause is considered as user related issue.

Event description:
Manufacturer's ref. #: (B)(4).